Manufacturer narrative:
Examination of the submitted impactor confirmed the device was fractured into two pieces along the initiation slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits some scratches and deformation on the edges indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Surgeon was using tibial impactor to remove the femur trial by placing the impactor tip along the anterior flange of the femur trial. Upon striking the handle, the impactor broke. One piece of the impactor flew up, hit the or light and landed on a mayo. The instruments on the mayo had to be flash sterilized in order to proceed with case.

Manufacturer narrative:
The sp2 tibial radel impactor associated with this report was not returned. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to user technique/misuse due to mis-alignment. The investigation could not verify or identify any product contribution to the current reported event without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.